Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that after da vinci-assisted hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated error 23000. The issue was not resolved by power-cycle. The procedure was completed with no reported injury.